Event description:
It was reported that the right atrial (ra) lead exhibited a high pacing threshold and p-wave amplitude variation. Fluorography revealed that the ra lead was dislodged. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.